Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer¿s investigation conclusion: the reported event of a system controller exchange was confirmed via log file analysis. No log files from the exchanged system controller were submitted for analysis. In the submitted replacement controller log files, it was noted that on 29jul2025, the driveline was connected to the replacement controller for unknown reasons, confirming the exchange. Due to the lack of log files from the event system controller, the exact cause for the exchange could not be determined. Attempts were made to obtain event information, but no response was received. No product was returned for analysis. The root cause for the system controller exchange was not able to be determined via this investigation. The relevant sections of the device history records for the system controller were unable to be reviewed due to the serial number being unavailable. The current revision of the instructions for use (IFU) (rev. D) and patient handbook (rev. A) can be found on the electronic IFU page of the abbott website. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿, explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ and heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were submitted for review. The event log file captured what looked like a system controller exchange on (B)(6) 2025 at 2008.